Manufacturer narrative:
Qn# (B)(4).

Event description:
Doctor states after dilating she withdrew dilator and noticed that the tip had come off the dilator, and was left in the patient. She managed to retrieve the tip from the femoral vein using a snare. Doctor states it was a clean break at the tip of the dilator. It was not a traumatic insertion. The procedure was continued after the device was removed. It was reported there was a delay in therapy without harm to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the product dilator cap. The reported damage to the dilator tip cannot be observed in the image. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states the following: "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Carefully place 12 fr. Tissue dilator onto guidewire and advance to appropriate depth. A twisting motion may assist in advancing through tissue." "Warning: do not over advance tissue dilator." "Warning: do not leave tissue dilator in place as an indwelling catheter. Leaving tissue dilator in place puts patient at risk for possible vessel wall perforation." "Warning: aspirate and saline flush the dilator prior to use. This step helps to reduce risk of air embolism and clot formation." "Caution: dilators and catheters should be removed slowly from sheath. Rapid removal may damage valve resulting in blood flow through valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action." "Advance the dilator and sheath together with slight twisting motion over guidewire into vessel." The report that the dilator tip was damaged could not be confirmed through examination of the customer supplied photo and without the sample returned for evaluation. The customer image showed the product dilator cap; however, the photo did not show the reported damage to the dilator tip and the complaint sample was not returned for evaluation. The device history record was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the dilator tip damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Doctor states after dilating she withdrew dilator and noticed that the tip had come off the dilator, and was left in the patient. She managed to retrieve the tip from the femoral vein using a snare. Doctor states it was a clean break at the tip of the dilator. It was not a traumatic insertion. The procedure was continued after the device was removed. It was reported there was a delay in therapy without harm to the patient.

Event description:
Doctor states after dilating she withdrew dilator and noticed that the tip had come off the dilator, and was left in the patient. She managed to retrieve the tip from the femoral vein using a snare. Doctor states it was a clean break at the tip of the dilator. It was not a traumatic insertion. The procedure was continued after the device was removed. It was reported there was a delay in therapy without harm to the patient.

Manufacturer narrative:
(B)(4). The customer returned one merit medical dilator and a sheath for evaluation. Visual inspection of the sample confirmed the dilator tip was damaged. The dilator tip had completely separated from the body. The two sections of the dilator returned measured 0.25" and 8.25" totaling 8.5", which is within specifications of 8.49-8.51" per sheath/dilator product drawing. The outer diameter of the dilator measured 0.211" which is within specifications of 0.209-0.212" per sheath/dilator product drawing. The inner diameter at dilator tip measured 0.038" which is within specifications of 0.038-0.039" per sheath/dilator product drawing. The returned dilator was functionally tested with the returned merit medical sheath per IFU which states, "insert tissue dilator into sheath until dilator cap folds over valve housing and secures dilator onto sheath assembly." The dilator was inserted into the sheath with no issues. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding." The complaint of a damaged dilator tip was confirmed by a complaint investigation of the returned sample and the customer photo. The dilator tip was completely separated from the dilator body. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample returned, the root cause of this investigation is supplier related. A non-conformance has been initiated to further investigate the separated dilator tip. Teleflex will continue to monitor and trend for reports of this nature.